Event description:
It was reported that the right ventricular (rv) lead was observed to be fractured via x-ray. The lead was explanted and replaced. It was noted that approximately one year prior during a device change out procedure for elective replacement indicator (eri), normal lead parameters were noted. The patient has grown 48 cm in length since that time. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).